Event description:
It was reported that during an unknown procedure, the staples were malformed and did not stay in the tissue after firing. No other information is available. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The patient was revised to address a superficial infection.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.